Event description:
The customer stated some erroneous troponin I (access accutni) patient results were released from the laboratory. Three amended reports were issued following reanalysis of the samples on an alternate access 2 analyzer.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) performed a passing high sensitivity system check. The fse performed a 10-sample precision run on level 1 quality control (qc) material. The results were between 0.043-0.046 ng/ml. The fse discussed with the customer the importance of matching the proper cup size to the proper rack. No system issues were noted. On (B)(6) 2013, the fse completed 150 samples testing using wash buffer and pooled serum with a known result of 0.001 ng/ml as samples. The values ranged from 0.00-0.014 ng/ml. The fse noted the incubator belt was noisy and replaced the incubator belt and bearings. The fse performed all alignments, cleaned the wash wheel and verified all wash wheel bearings. The fse completed a passing high sensitivity system check and system check. The fse completed another 50 samples testing using wash buffer as samples and produced results ranging from 0.00-0.008 ng/ml. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. A definitive cause of the event is unknown.

Event description:
The customer reported discrepant troponin I (access accutni) results, for multiple patients, involving the access accutni assay used in conjunction with the access 2 immunoassay system. The customer stated the erroneous results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer stated the troponin analysis was set up to reflex if the result was elevated. The patients¿ samples were collected in lithium heparin tubes and centrifuged at 3,500 rpm (rotations per minute) for five minutes following sample collection. Quality control (qc) was within range and calibration and system check were within specifications. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
(B)(4).